Manufacturer narrative:
H3: two pictures of a cadd cassette reservoir were received for evaluation. One picture showed a cassette product from p/n 21-7609-24 with a syringe connected. The second picture showed the yellow luer connected to a syringe. One cadd cassette reservoir from p/n 21-7609-24 was received without its original packaging with a syringe connected and inside in a plastic bag. Leak testing on the sample received was performed using a syringe to look for unusual functions. A leak was detected in the connection between extension tube and female luer. The reported issue was able to be confirmed. This issue could have been caused due to the bonding procedure not being followed or incorrect dip time or depth.

Manufacturer narrative:
Customer did not provide the affected lot number, therefore manufacturing date is unknown.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that when filling up medical fluid into the product at a pre-use check, the customer noticed medical fluid was leaking from the part where the connector and the tubing were connected. There was no patient injury reported.